Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle device with reported issue is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique via an 8f sheath hole prior to a cryoablation interventional procedure. Reportedly, the first prostyle device was deployed. When the device was being pulled back to be removed, it could not be pulled back far enough to harvest the suture. The physician used the knot pusher to push down the white suture until it snapped so that the knot would untangle and the device was able to be removed. An attempt was made with a second prostyle device and the same thing occurred. When the device was being pulled back to be removed, it could not be pulled back far enough to harvest the suture. The physician used the knot pusher to push down the white suture until it snapped so that the knot would untangle and the device was able to be removed. The sutures of two additional prostyles were pre-placed. The sheath was upsized to a 14f sheath and the cryoablation interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The suture was separated at the swage end of the posterior needle tip. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.